Event description:
Harmonic wave being used by md during surgery; scissor blades stuck together. Md attempted to unstick, spraying tissue and blood onto face of surgical tech. Unknown if user error or handpiece malfunction. No harm to patient; unknown harm to employee.